Manufacturer narrative:
A ge healthcare service representative performed a checkout of system and confirmed the reported issue. The battery "gas gauge" was reset and the batteries were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was no battery backup. There was no report of patient involvement.